Manufacturer narrative:
The device history was reviewed and showed the device was manufactured according to the specification. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
While inserting the cage into the l4-5 intervertebral space, the left rear end of the cage cracked. The broken piece was retrieved by suction and the cage was left as is in the disc space by the surgeon.